Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine procedure for a generator change. It was noted during the procedure that there was an insulation breach on the ventricular lead distal to the connector region. The lead was capped oct 22, 2019 and replaced. The patient was stable.